Manufacturer narrative:
Pump serial: (B)(4) catalog: 1104 exp. Date: 03/31/2017 mfg. Date: 03/31/2015, device remains implanted. (B)(4). The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Respiratory dysfunction is a known potential complication of patients with cardiac disease and is included in the instructions for use as a potential complication and the progression of cardiac disease. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that 7 days post implant of the ventricular assist device (vad), the patient had respiratory deterioration and was placed on extracorporeal membrane oxygenation (ECMO). The vad remains in use. No further information was provided.